Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level were in 400's mg/dl. Customer current blood glucose level was 342 mg/dl. The customer was assisted with performing self test and it passed. Customer declined for troubleshoot. The device will not be returned for analysis.